Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal surgical manipulator (usm) moved in the opposite direction. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer checked the endoscope base per the tse's instruction and discovered that the base was hard to rotate. The tse explained to the customer that the issue might be caused by the endoscope and suggested that the customer use a back-up endoscope. The procedure was continued using the same system with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the reporter confirmed that the procedure was completed robotically with all 4 usms. The issue occurred when the surgeon was attempting to manipulate the instrument while his/her head was inside the surgeon side console (ssc) high-resolution stereo viewer (hrsv). The reporter also confirmed that the instrument moved in the opposite direction when it was manipulated. There was no shakiness or friction observed. The reporter confirmed that a backup endoscope was used to replace the original endoscope. There were no external collisions, no instrument-to-instrument, or arm-to-arm interference observed when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis.